Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an irrigation set had a cracked drip chamber. This occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and underwater clear passage testing were performed and revealed a leak from a hole in the bottom of the drip chamber. Further visual inspection revealed that the drip chamber appeared to be burned. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.